Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a posterior capsule tear during hydrodissection of laser assisted cataract surgery. An anterior vitrectomy was performed noting residual cortex and lens material and a different intraocular lens from the planned selection was implanted into the sulcus. The corneal incisions were enlarged requiring corneal sutures. The patient will be sent for a posterior vitrectomy in a week. Additional information has been requested.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).